Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture.

Event description:
Medtronic received a report regarding a labeling issue on a tracheostomy tube. The customer reported the markings and color code indicating size are no longer visible. There was no patient injury with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.